Event description:
During heart catheterization, pt became agitated and moved during the procedure which caused disruption of the stent and was unable to be distended and inadvertently was released. This required a second cath puncture site in the right groin to allow for a snare to retrieve the undeployed stent. During the use of the snare, there was concern that it may have caused dissection. Pt was intubated to prevent further movement due to agitation. Pt then underwent a second cath attempt with deployment of a 5mm bms stent to the ostium of the rca. Post procedure, the pt was transferred to the ICU, intubated and on mechanical ventilation. Upon arrival to the ICU, pt sustained a cardiopulmonary arrest with successful resuscitation efforts. Post procedure day 2 ((B)(6) 2017), pt is extubated, oob, eating breakfast and pending discharge home.